Event description:
It was reported that, "while positioning stryker custom mis probe in to pedicle (ref # (B)(4)), approx 5-10 mm of the distal tip of the trocar broke off and was left in the anterior portion of the pt's l5 vertebral body. This occurred while preparing pedicle for implantation of stryker mantis redux screw. Screw was then implanted and probe fragment was left in vertebral body."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval. Additionally, stryker spine did receive report "(B)(4)" from the FDA on (B)(4) 2012.